Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump pneumatic area with alcohol wipe or lint-free cloth, and reloaded same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.